Manufacturer narrative:
The reported field event of backup operation was confirmed. The reported event of overestimation was confirmed. The backup operation was consistent with normal battery depletion. The device was at end of service (eos) upon receipt. Longevity analysis found the battery depletion to be normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. No device anomalies were found.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was in backup mode. It was also noted that the device overestimated battery longevity. The device was explanted and replaced. The patient was stable.